Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the cables at the distal end were not found in a loop, but the pitch cable was frayed. The cable strands stuck out at the wrist. The clevis did not exhibit damage or wear marks. The cable crimp was still in the clevis. No other damage was found.

Event description:
It was reported that prior to starting a da vinci si surgical procedure the fenestrated bipolar forceps instrument cable was noted to be in a loop. No patient harm, adverse outcome or injury was reported.